Manufacturer narrative:
Image review: transthoracic echo images provided from on (B)(6) 2023. The patient has an evolut transcatheter aortic valve (tav) in place. Device implant depth appeared deep. Mean aortic valve (av) gradient was 27 mmhg, per site tracing. Left prosthetic leaflet appeared thickened with possible pannus/thrombus. Possible mild central aortic insufficiency. Ejection fraction was approximately 60%. Computed tomography (CT) imaging report was also provided. Possible pannus/thrombus noted inside tav frame near left coronary cusp (lcc) and right coronary cusp (rcc). Post-implant CT images showed a deep implant of approx. 12.3 mm on the non-coronary cusp (ncc) side, 7.4 mm on the lcc side, and 9.0 mm on the rcc side of frame. The valve frame appeared fully expanded. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that no known clotting issues were noted prior to implant. During implant, the valve was implanted in the native annulus. Subsequently, a thrombus on the valve was confirmed. It was noted that the patient was put on an anticoagulant due to new onset symptoms. However, administration of an anticoagulation therapy immediately post-implant was unknown. The last three international normalized ratio results were unknown. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. G2. H6. Additional codes: annex g. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately six years eight months following the implant of this transcatheter bioprosthetic valve, the patient presented with dyspnea on exertion and ankle swelling. An echocardiogram was performed and showed a velocity of 3.353 m/s, peak gradient of 42.4 mmhg, mean gradient of 26.8 mmhg, and an aortic valve area of 0.91 cm2. This was compared to the echocardiogram from approximately one year prior showing a velocity of 2.179 m/s, peak gradient of 19 mmhg, mean gradient of 12.8 mmhg, and aortic valve area of 1.3 cm2. Additionally, a computed tomography was performed to rule out a thrombus. The patient was placed on anticoagulation medication. No additional adverse patient effects were reported.